Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 30-sep-2019, UDI#: (B)(4) see regulatory report # 3004209178-2018-28032 and 3004209178-2018-28033 for other implantable neurostimulators involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported on (B)(6) 2018 the patient had a routine ins replacement. Impedances showed out of range on the right lead preoperatively, intraoperatively, and even higher impedance readings postoperatively. The rep ran the impedance test several times postoperatively and got different readings every time. The patient reported a reduction in therapy to the left side body. The patient had more tremors than normal. The surgeon was notified of this and came to assess the patient. More testing was done to the left side (ie: stimulation was turned off completely to the right lead, the patient had extensive return of tremor). The patient denied any electrical sensation, just an increase in tremor. The surgeon concluded that no surgical intervention was needed at the time but the patient needed to follow up with his neurologist soon. It was noted from the patient's past neurologist that the patient had impedance issues on the right side consistently in the past. On the day of the report, (B)(6) 2018, the patient was scheduled for an intraoperative impedances investigation to the right side. After testing, it was determined that bilateral leads were ok. The right extension was replaced. This replacement resulted in the correction of the impedance issues. Both the right and left lead impedances were "within normal limits". The explanted extension would be returned for testing. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension; product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: implantable neurostimulator. Analysis revealed that the only damage to the extension was that it was cut consistent with explant damage. It passed all electrical continuity tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator, product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the true impedance issues hadn¿t been determined yet. The impedance issues were fixed right when the extension was replaced. That extension was sent back for testing. The impedance issues first started during their last doctor¿s visit. Additional information was received reiterating that the impedance issue seemed to be related to the extension since the issues resolved when it was replaced. There was no further information beyond that. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type extension. Product ID 37612 serial# (B)(4) implanted: (B)(6) 2018 product type implantable neurostimulator. Product ID 37601 serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type implantable neurostimulator. H3: analysis revealed that the only damage to the extension was that it was cut consistent with explant damage. It passed all electrical continuity tests. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep spoke with the doctor and the first record they had of high impedances was on (B)(6) 2018. High impedances rt vim at 8<(>&<)>9. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension; product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the product was being sent back for analysis. There were no further complications reported.